Manufacturer narrative:
Testing and investigation found the keys on the touchscreen were out of alignment, and the lower right portion of the touchscreen was not responsive when keys were pressed. The screws on the front bezel were removed and the touchscreen was now responsive when keys were pressed. During a review of the device history 'button ID: invalid' and 'touchscreen: fail'. Errors were noted. A visual inspection found dry contamination due to fluid ingress on the lower left, and right bottom of the original touch screen and front bezel. Contamination on touch screen caused by fluid ingress can alter the characteristics of the touch screen which may have resulted in the touch screen not being able to calibrate or respond when keys were pressed. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen not responding. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.